Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. The reporter alleged meter turns on but there's a few pixels that appear on the screen with yellow and blue streaking across the meter display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.